Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was alarming "cassette not attached properly, reattach cassette." The event occurred during testing. There was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed, and the primary problem of pump alarming cassette not attached properly was not duplicated. Preventative maintenance was performed. Device passed all functional tests after the repair.